Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was used to treat a malignant biliary obstruction during a stent placement procedure performed on (B)(6) 2023. During the procedure, the guidewire was loaded and stent deployment was attempted; however, the stent failed to deploy. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Note: photos of the complaint device were provided showing the stent wires from the partially deployed stent. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.